Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient thought their implant was dying because she experienced a loss of therapeutic effect. The patient did not have a managing healthcare professional (hcp) at the time of report so they were sent a list of hcps. The patient was to follow up with an hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.